Manufacturer narrative:
Device history records could not be reviewed as the lot number is unknown. Product was not returned, therefore the exact condition of the component is unknown. This device is used for treatment. Surgical notes were not returned for review. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon is alleging approximately 40 tibial revisions.